Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing threshold. This rv lead was repositioned. Additional information received from the field representative indicating that the dislodgement was confirmed through an x-ray. This rv lead remains in service. No additional adverse patient effects were reported.